Event description:
It was reported that the pump's power button was defective. During physical inspection, it was found that there was liquid contamination that caused downstream occlusion (dso) sensor issues. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found liquid contamination downstream sensor issues. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was liquid contamination. As a result, power button was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.